Manufacturer narrative:
Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device sensor meter bg now function properly and no anomaly noted. No unexpected weak signal or lost sensor alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 402 mg/dl. Customer declined to troubleshoot for high readings. Customer to treat per healthcare professional's recommendation. The product was not returned for analysis.